Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
The customer reported that they experienced hypoglycemia due to insulin pump over delivery of insulin and the bolus was too effective. The customer reported that they have low blood glucose levels of 44 mg/dl. It was reported that the customer felt anxious to use the insulin pump. It was reported that when the vial and the reservoir were turned over in order to transfer the insulin from vial to the reservoir, the insulin dripped from the connection part. Troubleshooting was performed. The self test was passed. Product is not expected to return.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08675 inches. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance . After disconnecting and reconnecting the internal battery connector 1, the insulin pump was monitored and functioned properly.